Event description:
During a pci procedure, the maverick2 1.50 x 15mm balloon ruptured on the second inflation at 12 atms. The first inflation was at 10 atms. The lesion being treated was a 99% stenosed, calcified mid left anterior descending (lad). The procedure was completed using a different device. Other devices used were a terumo introducer sheath, a launcher guide catheter, and a bmw guidewire. There were no patient complications reported. The patient's condition is listed as "good".